Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. Rse found the flex vision computer on but resetting it didn't help. Biomed checked the power connection, found no voltage, and identified a bad f23 fuse. The fuse was replaced, but the computer still wouldn't turn on. Upon troubleshooting, onsite visit philips field service engineer (fse) found that the ippc failed tested power on pc, which would not boot. To resolve the problem, replaced pc, pushed sw and the part return for failure analysis and it was observed that power supply defect. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.